Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient stated that their ins is lower than usual so she has to lay on the belt in order to charge up the ins. No further complications were reported. No additional patient symptoms were reported.